Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 351 mg/dl and rising. The cause was not known. A pump system check was performed and air bubbles were found in the tubing. The contact changed out the infusion set and insulin delivery was resumed.